Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e172001 captures the reportable event of abscess.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2022. The procedure was performed with local anesthesia. Fiducial markers were placed transperineally. This patient received treatment 1.5 years ago. He was diagnosed with prostate cancer in 2015, later in 2016 he was diagnosed with colon cancer, the magnetic resonance imaging (MRI) showed that he had an obstructing lesion in the ascending colon, the lesion in the right lateral peripheral. His psa went from 5 to 10. In (B)(6) 2021, a fusion biopsy showed gleason. 3+4=7 in the mr fusion index lesion and so he went for treatment. The patient's physician gave him androgen deprivation therapy (adt) and wanted to do external beam radiation treatment (ebrt) therefore the patient did spaceoar vue and finished his treatment in april 2022. The radiation treatment was changed to moderate hypofractionation and received 70gy/28 fractions. (B)(6) 2022 the patient was doing fine. Was in (B)(6) 2022 that the patient reported having pain with bowel movements in the rectum, he was prescribed with proctofoam and was ok, the symptoms resolved 2-3 weeks later. Later in (B)(6) 2022 the symptoms in the rectum recured. He restarted proctofoam and had a computed tomography (CT) scan in the clinic and there was not abnormally on the scan nor rectal exam therefore the patient's physician decided to be watched on proctofoam watch soft stools. This was enough for a few months. In (B)(6) 2023, symptoms worsened he was referred to colorectal surgery who did a flex sig which found a punctate pinpoint fistula along the anterior rectal wall with some pus. The magnetic resonance imaging (MRI) was performed and showed a rectoprostatic fistula that wasn't involving the urethra. The fistula was located to the posterior surface of the prostate. There were also a series of abscessed on the right abductor muscle. The patient went to the operating room (or) for pelvic exploration, there it was noted some fibrosis around the prostate, they drain into the muscle to drain the abscesses and then had a colostomy with hartman paunch. The patient had antibiotics for six weeks. The patient's physician looked at the spaceoar reps at the prior images and didn't see anything that would explain what had happened. The images were reviewed but there is not certain that a rectal wall infiltration that could have cause the fistula. The relationship between the device and the adverse events of fistula and abscess was unknown. The patient condition at the time of this report was as unknown.